Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: patient provided date of surgery as (B)(6) 2015

Manufacturer narrative:
This report is for unknown quantity of unknown screws/unknown lots. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with seven (7) rib plates on an unknown date. The patient reports that he is considerably sore and has limited motion. There is no additional information at this time. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).